Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was at distal end¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if reprocessing was implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, the adhesive on the bending section cover rubber had a chip and a crack and a white-clouded area, the mouthpiece was loose, the suction cover plate had peeling, the suction cover had a scratch, the adhesives around the objective lens had white-clouded area, the adhesives around the light guide lens had white-clouded area, the plastic distal end cover had a scratch, the connecting tube had a dent and a scratch, the objective lens had a chip, the universal cord had discoloration and a scratch, the forceps channel port was shaved, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on control section side had a scratch, switch 1 had a scratch, and the indication on the scope connector was peeled. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had reduced angulation. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the nozzle had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.